Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in 2005 and a sling was implanted to treat stress urinary incontinence. The patient has experienced vaginal discomfort, a scarred ridge in 2009 and excision of an area of the sling. Her discomfort remained despite removal of the area of mesh. Additional information has been requested.